Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a neck dissection, the knots loosened by themselves despite 3-fold knotting. They changed the product to complete the case. There was no patient injury.